Manufacturer narrative:
Initial and final MDR 1926489 - MDR 3003442380-2024-17955 - device 2 of 3.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On 24-may-2024, it was reported that patient faced three infusion sets fell off during use. The infusion set was in use for 1 day. The patient resolved the event by replacing the infusion set and insulin was resumed successfully. No further information available.